Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis. Blood glucose was 380 mg/dl. The customer did experienced the symptoms such as nausea,vomiting,difficulty breathing. Customer also reported that pump received insulin flow block alarm and tubing was bent. The insulin pump will not be returned for analysis.